Event description:
First two days vomiting post procedure. Severe abdominal pain developing in the first week. Hospitalized second week, with IV antibiotics and painkillers administered for several days. Abdominal pain continued throughout the year; re-hospitalized with perforated intestine, which required emergency surgery. No history of gastrointestinal illness prior to uae. Three months later re-hospitalized for second surgery post-uae. Lost function in right kidney; radiologic studies demonstrated normal kidneys prior to uae.